Manufacturer narrative:
No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential. Contributing factors be identified. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since hospital information is confidential, specific product detail could not be obtained. Other text : hospital information is confidential, therefore device availability could not be determined.

Event description:
As reported, as per customer feedback, patient sweats during use of this foresight elite sensor is a source of error, leading sometimes to the user to doubt about the accuracy of the measured value. No further information was available since the hospital information was confidential. There was no allegation of patient injury reported. The device was not available for evaluation.